Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient went to the hcp's office and upon exam found pump pocket opened up and part of the pump was exposed. There were no environmental/external/patient factors that may have led or contributed to the issue. There were also no diagnostics/troubleshooting performed. Dressing was applied to the area and the patient was to see the hcp on (B)(6) 2020. The issue was not resolved. It was later reported the pump was explanted on (B)(6) 2020.